Event description:
Healthcare provider reported right side gel bleed was discovered during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: gel bleed: observed opening device assessed as surgical damage. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare provider reported that during surgery is was discovered "right side gel bleed". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare provider reported that during surgery is was discovered "right side gel bleed". The device has been explanted.

Event description:
Healthcare provider reported that during surgery is was discovered "right side gel bleed". The device has been explanted.

Manufacturer narrative:
The device has been received and analysis is currently under way.

Event description:
Healthcare provider reported, that during surgery is was discovered, "right side gel bleed". The device has been explanted.